Event description:
Patient obtained an error1 on the lfs meter. The application of blood on the test strip was performed properly. Patient did not experience any symptoms at the time of testing. The following day patient contacted md for medical advice. Patient was tested on another meter; however, nurse was not able to provide lfs with the reading. Treatment was not specified. Customer service was unable to resolve the issue and sent patient a new meter.